Manufacturer narrative:
No frozen screen or button error alarm noted. The device time or clock moved. The device had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call frozen display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for frozen display was performed. Diabetes clinical manager advised the display screen would show the patient setting up the bolus wizard again after they already delivered insulin. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.